Event description:
It was reported the stents were fractured and there was thrombosis. The 60% stenosed target lesion was located in a mildly calcified and moderately tortuous superficial femoral artery (sfa). Three eluvia stents had been previously implanted on june 18, 2020. The occlusion was recanalized with an angiojet device. It was then observed that two of the stents were fractured. A new eluvia device was used to cover the stent fracture. The procedure was completed and the patient fully recovered.